Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
During a procedure, the stealth peripheral orbital atherectomy device (oad) was used to treat a lesion in an area of the anterior tibial (at) artery that was 2.0mm in diameter. The lesion was 95% stenosed with calcium and accessed via a femoral approach. During the first treatment pass, the oad lost speed, stopped spinning, and became stuck. Multiple attempts were made to remove the oad, including creating a new pedal access site, but it remained stuck. The patient was transferred to surgery. It was observed that the vessel was twisted around the oad crown. The vessel was unraveled, and the proximal and distal parts of the vessel were ligated. There was distal flow to the at in the foot. The patient's limb was salvaged, and the patient was stable after surgery and was discharged.